Manufacturer narrative:
This is for the same event as manufacturer report 2937094-2020-00919. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual examination with magnification showed that metal cap was attached and secured to the device, there was no evidence of metal cap detachment. The metal cap was exposed due to the outer flow tubing being detached from the base of the fiber tip. The reported event of outer flow tubing detachment was confirmed based on analysis results. There were no issues noted with the connector, tabs or segments. During functional testing with the hene (helium-neon) laser fixture, the aiming beam was observed at the output window. The device passed a signature verification test. Based on the reported information, the damage to the outer flow tubing occurred due to interaction with the scope while inserting and retracting the fiber. Therefore, an evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the metal cap of the first fiber and the clear tubing below it detached from the fiber while inserting/retracting the fiber into the scope. The fiber was exchanged; however, during the procedure the metal cap of the second fiber detached inside the patient. The cap of the second fiber was retrieved from the patient. A third fiber was opened, and the procedure was completed successfully without clinical consequences to the patient. This report is for the first fiber.

Manufacturer narrative:
This is for the same event as manufacturer report 2937094-2020-00919.

Event description:
It was reported that during a photo-selective vaporization of the prostate (pvp) procedure, the metal cap of the first fiber and the clear tubing below it detached from the fiber while inserting/retracting the fiber into the scope. The fiber was exchanged, however, during the procedure the metal cap of the second fiber detached inside the patient. The cap of the second fiber was retrieved from the patient. A third fiber was opened, and the procedure was completed successfully without clinical consequences to the patient. This report is for the first fiber.